Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of the device. Failure (event) observed during analysis. A partial lead measuring 52.4cm was returned. Internal abrasion breaching the re lumen was noted at 13.6 to 15.1cm from the distal tip. External insulation abrasion breached the re lumen at 12.2 to 13.0cm from the distal tip consistent with friction to another device. Etfe insulation was intact.